Manufacturer narrative:
Method - involved device is in transit to the manufacturing facility in (B)(4) for evaluation. A supplemental follow-up report will be submitted when the evaluation results are available. Results - is based upon evaluation of user facility information. Conclusions - is based upon evaluation of user facility information. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a guidewire defect or malfunction. The event description is consistent with damage to the glidewire's coating due to manipulation against a hard, rough or sharp surface, such as the metal struts of the stent. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the polyurethane coating. For example the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. As stated above, a supplemental follow-up report will be submitted when the returned sample evaluation results are available. (B)(4).

Event description:
The user facility reported that part of the glidewire's coating "peeled off" as the glidewire was being passed through a stent during a procedure. Follow-up communication with the user facility confirmed that no material from the wire came off inside the patient and the procedure was completed successfully with a second glidewire.